Manufacturer narrative:
(B)(4). The IFU lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, the right to left shunt was attributed to the undersized asd occluder that was deployed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, during a valve in valve (sapien 3 valve in previously implanted 29 ce surgical valve) due to mitral stenosis, there was difficulty in placement of the valve via transeptal approach, therefore the decision was made to abort and approach from a transapical approach. An 18 mm amplatzer asd occluder was deployed in order to close the 20 mm transseptal puncture hole that had been created in order to dilate the heavily calcified fibrotic intra-atrial septum. However, despite placement of the occluder, a right to left shunt remained as observed via tee on pod4. The patient was deemed stable for discharged home on pod11.